Event description:
It was reported that from a study that the patient required removal of medial and lateral plates and screws due to restricted range of motion (rom). Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2 : foreign : united kingdom. D10: 3.5mm t-plate oblique 3-hole head 3 hole shaft 52mm, lot 63314774, ref (B)(4). 3.5mm cortical screw self-tapping 12mm x2, lot 65492496, ref (B)(4). 3.5mm cortical screw self-tapping 14mm x2, lot 65514780, ref (B)(4). 3.5mm cortical screw self-tapping 14mm x2, lot 65743325, ref (B)(4). 3.5mm cortical screw self-tapping 16mm, lot 65514783, ref (B)(4). 3.5mm cortical screw self-tapping 16mm, lot 65335672, ref (B)(4). 3.5mm cortical screw self-tapping 18mm, lot 65594032, ref (B)(4). 3.5mm cortical screw self-tapping 24mm, lot 63390897, ref (B)(4). 3.5mm cortical screw self-tapping 28mm, x2 lot 65271226, ref (B)(4). 3.5mm cortical screw self-tapping 28mm, lot 63248494, ref (B)(4). 3.5mm cortical screw self-tapping 32mm, lot 64773015, ref (B)(4). 4.0mm cancellous screw fully threaded 14mm, lot 63253949, ref (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3; d4; h2; h3; h4; h6; h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through a study database that the patient underwent removal of medial and lateral plates and screws approximately 11 months post-implantation due to restricted range of motion. Attempts have been made and no further information has been provided.